Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed, 7x2.75mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.75mm x 8mm quantum¿ maverick¿ balloon catheter was advanced for dilatation. However, during inflation at 15.0 kilopascals, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a quantum maverick balloon catheter in two pieces. The balloon was tightly folded. The hub, hypotube, inner/outer shaft, balloon and tip were microscopically and tactile inspected. Inspection revealed a complete separation in the hypotube located 51cm from the strain relief. Functional testing was conducted by attaching a toughy to the distal portion of the (broken) hypotube, and an inflation device to the opposite end of toughy and applying positive pressure. The balloon was able to be inflated to rated burst pressure (rbp) and holding pressure for 5 minutes, without losing pressure. Inspection of the remainder of the device presented no other damage or irregularities. There is no indication the device was inflated over rbp. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. Bsc ID: (B)(4). Tw: (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed, 7x2.75mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.75mm x 8mm quantum¿ maverick¿ balloon catheter was advanced for dilatation. However, during inflation at 15.0 kilopascals, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.